Event description:
It was reported that the leads both had low sensing since implant. The leads were extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix.